Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl with a trace of ketones. The contact thought the customer may not have calculated the carbohydrates correctly for the dinner bolus. The infusion set site was changed and a correction bolus via the pump was delivered to address the high bg. No device issues were identified. The contact was to telephone a healthcare provider for advice. The contact declined tandem technical support's offer to follow-up.